Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 502 mg/dl. Customer¿s blood glucose was 482 mg/dl at the time of incident. Current blood glucose level was 243 mg/dl. Customer had symptoms such as nausea, headache. Customer was treated with insulin pump. Insulin pump passed high pressure test. The insulin pump will not be returned for analysis.